Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 100 ohms impedance and no capture at the maximum output. No noise was observed when isometrics were performed or when the device was tapped on.